Event description:
The patient was acting disoriented and confused. The symptoms came on suddenly; the cause of the symptoms was unknown. At the time of this report, the patient was in the ICU (intensive care unit). Information was requested with regards to stopping the pump. The device system was delivering morphine (25 mg/ml at 10.001 mg/day). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).